Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, overhead water leak shorted out the pyxis station, and it did not power on. The pyxis station was taken back to the pharmacy. There were no adverse events or injuries reported based on this event.